Event description:
Procedure: tap transabdominal peritoneal hernia. According to the reporter the balloon could not be inflated properly and could not be fixed on the abdomen wall firmly. Using a new one, the case was completed with no further issues. No patient harm. The patient status is currently good. The operating time was not extended. There was no tissue damage or bleeding. Nothing fell into the patient cavity.

Manufacturer narrative:
(B)(4).